Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance communicating the meter and the insulin pump. Troubleshooting was performed and they communicated successfully. The customer tested their blood glucose was 246 mg/dl and it was 474 mg/dl, they tested again and it was 313 mg/dl. Nothing is returning.